Manufacturer narrative:
Additional information was received stating pump did not fail on a patient.

Manufacturer narrative:
One medfusion 4000 syringe infusion pump was returned for analysis. Upon visual inspection the bottom case was noted to be cracked, front right corner was cracked, the plunger tube seal went inside the pump, the plunger head was too loose, and the plunger tube seal was noted to be out of place. The event history log was reviewed indicating that there were no alarms. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that the internal shaft to a smiths medical medfusion 4000 syringe infusion pump was reported to be broken. There were no reported adverse effects.